Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h6 - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6: between (B)(6) 2015 to (B)(6) 2021. D10: unknown biolox delta head, #item unknown, #lot unknown. Unknown cup, #item unknown, #lot unknown. Unknown stem, #item unknown, #lot unknown. Therapy date: between (B)(6) 2015 to (B)(6) 2021. G2: foreign source: south korea. Report source journal article. UK, m., do, seo, j., kang, s. W., koo, h. T., suh, k. T., & shin, w. C. (2025). Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clinics in orthopedic surgery, 17(4), 575. Https://doi.org/10.4055/cios24372. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 21-aug-2025, a journal article was retrieved from clinics in orthopedic surgery (2025) that reported a retrospective study from korea. The purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. Between april 2015 and june 2021, 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. It was reported that 2 patients in the dual mobility group required reoperation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.